Event description:
It was reported that when using the bd pyxis¿ es server orders was not showed up and nurses were unable to pull out medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not showing up on all stations. The technical support specialist dialed into the server and run a downtime query, finding that messages were stuck and not draining. Restarted three messaging services in the application care fusion external messaging service, server after which the messages were successfully drained. Health sight viewer was checked with no notices showing. In structured query language server management studio, under settings. Received messages, the samples provided in the electronic protected health information were filtered and confirmed as updated. Finally, customer was contacted and confirmed that the issue had been resolved, giving approval for case closure. The system functioned as intended after the technical support engineer troubleshot the device.